Event description:
A trilogy 202a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device was sent to a third-party service center for further evaluation. During the evaluation of the device at the third-party service center, there was no communication from the device to view the error logs. The device's interface was replaced to address the issue, but the issue was not resolved. The original interface was placed back on the device. The system board and pca cable was replaced, and communication was restored to the device. In addition, the following was replaced due to cosmetic damage: front enclosure rear enclosure universal porting block keypad. The filter duck was cracked so it was replaced. The software was updated. Error code e-344 was confirmed in the error log while the device was set to run in ready for full testing. An urgent service alarm was observed when burning. The oxygen blender module pca was replaced to address the issue.